Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 555 mg/dl. The customer did not want to go through the troubleshooting process and just wanted the device replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).